Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and replaced safety disk and 9v battery that had reached their due date and replaced thermal printer that did not print. The unit passed all performance and functional tests.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a safety disk replacement is due notice. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.